Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother reported via phone call that the customer received a blank display after changing their battery. The mother stated, they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was not completed as the customer did not have a new battery available. Customer's blood glucose was unknown. The mother requested a replacement insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No blank display was noted. The lcd board was okay. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.